Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling multiple cartridges. There was no impact to the user's blood glucose level. Reportedly, the user was attempting to remove air from cartridge before filling the syringe with insulin. Recommendation was made for the user to fill the syringe with insulin, remove air from the cartridge/syringe, then fill the cartridge with insulin.